Event description:
During a vascular surgery procedure, a kink was noted in catheter with no gas flowing. A new catheter was obtained. There was no patient harm.====================== manufacturer response for surgical cardiac cryablation device, freezor xtra surgical cardiac cryablation device (per site reporter)======================replaced with a new device.